Event description:
The customer reported to olympus that there was no image on the camera head. The issue was found at preparation for use and was completed with the same set of equipment. There was no delay or patient harm associated with the device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Evaluation found that there was no image on the camera head. Additional findings include: the rubber packing on the cable boot was damaged. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the device evaluation. New information added to the following field: h6. Corrected field: h10 (device evaluation and investigation results.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. During device evaluation, the phenomenon was not reproduced. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.